Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patients battery position was uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1132(B)(4) device evaluation indicated that the ipg passed all tests performed. Sc-8336-50 (B)(4) device evaluation indicated that the paddle lead was cut and only the tails were returned. Damage to the lead was similar to the typical explant damage and was not considered a failure. X-ray inspections found no cable breakage.

Event description:
A report was received that the patients battery position was uncomfortable. The patient will undergo an explant procedure.

Manufacturer narrative:
Date of event: 2017 additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patients battery position was uncomfortable. The patient will undergo an explant procedure.